Event description:
Info received indicates the bed has no hydraulic function and the head section is in the flat position.

Manufacturer narrative:
The technician replaced the hydraulic power unit to repair the bed.